Manufacturer narrative:
(B)(4). The customer returned four units 528235 visistat 35w 6/box for investigation. The customer returned three representative samples along with the actual sample. The actual sample was received without its original packaging but the representative samples were returned with their original packaging. The returned staplers were visually examined with and without magnification. Visual examination of the actual sample revealed that the stapler was returned with the staples misaligned. The actual stapler was returned with 25 staples left in the cartridge indicating that at least 10 staples have been fired by the end user. Visual examination of the representative samples revealed that the staplers appear typical. Reference files (B)(4) for investigation photos. An attempt to fire staples from the actual sample was made by engaging the trigger of the stapler using hand pressure. No staples fired. Another attempt was made. This time, a staple was fired but it was unable to properly form. The next staple was also unable to properly form. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it other remarks: was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Next, the representative samples were tested. One of the samples was chosen and, using hand pressure , the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The first stapler was returned with 36 staples remaining in the cartridge. The other two returned staplers were also tested and both staplers were able to function properly with no issues found. Both of the staplers were returned with 37 staples remaining in the cartridges. An attempt to fire staples from the actual sample was made by engaging the trigger of the stapler using hand pressure. No staples fired. Another attempt was made. This time, a staple was fired but it was unable to properly form. The next staple was also unable to properly form. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Next, the representative samples were tested. One of the samples was chosen and, using hand pressure , the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The first stapler was returned with 36 staples remaining in the cartridge. The other two returned staplers were also tested and both staplers were able to function properly with no issues found. Both of the staplers were returned with 37 staples remaining in the cartridges. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "stapler does not lock correctly" was confirmed based upon the sample received. The customer returned three representative samples along with the actual sample. The staples in the actual sample are misaligned which is preventing the staples from moving down the track into the forming tool. No problems were found with the representative samples. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 25 staples left in the cartridge indicating that the stapler was fired at least 10 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The surgeon noted that the stapler did not close correctly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to the complaint. The device has not been returned for investigations at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon noted that the stapler did not close correctly. The patient's condition was reported as fine.